Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision on (B)(6) 2018. During the procedure a longer abutment was placed.